Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported two false positive results when testing an individual with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results. See case-(B)(4) for alternate false positive result. Individual received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 22870l, reader sn (B)(4). A repeat cue covid-19 test provided a negative result. On (B)(6) 2022, individual tested negative with a sars-cov-2 pcr test. Individual also tested negative with two ihealth rapid antigen tests on an unknown date. Individual had no symptoms or known exposure.